Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display screen went blank after a bolus attempt. Customer also indicated they received a battery out limit after install of new battery. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for display and customer was advised that a new battery cap will be provided and to monitor pump for any further issues.